Manufacturer narrative:
The customer's reported issue of over-infusion was not confirmed during performance testing. The pump was found to meet spec for accuracy.

Event description:
The facility's biomed reported the pump over-infused during pt use. The pump was reported to infuse an unk size bag of dobutamine at a rate of 9cc/hr with a volume to be infused of 221ml at 7am. At 11:15am , the pump was still programmed for 9cc/hr with a volume to be infused reading of 185ml but the bag was empty. No medical intervention was needed and no pt injury resulted. Despite baxters efforts to obtain add'l info regarding the date the report occurred, specific pt details, tubing product code and lot number being used, and medical intervention, no further info was available. Alternate contact info was requested but no alternate contact was identified. No pt injury resulted adn there is no adverse outcome associated with this report.